Event description:
It was reported that this patient had passed away. Obituary search performed for the patient revealed that the patient had passed away due to complications with epilepsy. No other relevant information has been received to date.